Manufacturer narrative:
The iacs logs from the event were reviewed by engineering. A video capturing the issue was provided. After reviewing the provided video and corresponding logs, it could be confirmed that the pulse tones and audible alarms were not working during the event after being in standby. The no audio issue at both the cockpit and m540 was reproduced during the investigation. It has been determined that there is a bug in the microsoft windows audio service subsystem that causes a loss of all audio. A field safety corrective action has been released to current users of iacs vg5 for a mandatory downgrade to vg4. The field safety corrective action released for this issue is not applicable for the devices in the us market where the affected software version is not used.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up report.

Event description:
It was reported that, after installation 9:30pm (B)(6), all functions of iacs are fine, however, the next morning the clinical specialist noticed that whilst the m540 was acoustically alarming (which it shouldn't in an iacs configuration), and the cockpit was not annunciating an alarm. Further communication with customer indicated the m540 intermittently had no audible alarm. There is no injury reported.